Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited elevated capture threshold. The rv lead was explanted. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received.